Event description:
It was reported that during the implant procedure, the right ventricular lead had erratic helix extension and retraction. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix was distorted from being bent. It was noted that the distal end low voltage electrode was covered with blood, the distal end electrode was damaged from being pulled/stretched/overstressed and there was apparent implant damage. The analyst commented that the lead was received with the helix extended.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).